Event description:
Elevated blood glucose (400mg/dl). Pt indicated that she changed her infusion set and administered a bolus, causing her blood glucose to level to decrease. Pt indicated that her infusion set tubing had come apart where the tubing and the luer lock come together, resulting in the elevated blood glucose level.